Event description:
Hcp reported pt presented with sings of an infection of the device pocket. Cultures of the device pocket were obtained and staph aureus was the type of organsim cultured. The pt was treated with IV antibiotics and total device system explant. The device was not returned to the MFR for analysis. Hcp reported pt's infection is resolved.